Manufacturer narrative:
B5: information added. H6 patient code added: thrombosis/thrombus. H6 impact codes added: surgical intervention, intensive care, and hospitalization or prolonged hospitalization.

Event description:
It was reported that pericardial effusion (pe) and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was no pe noted prior to the procedure. Venous access was obtained, and it was noted the patient had an aneurysmal septum. Transseptal puncture (tsp) was performed using versacross fixed (vxf) transseptal access system, and the vxf radiofrequency (rf) wire was advanced into the left atrium first, then the vxf sheath following. The vxf sheath was exchanged for a watchman trusteer access system (was). The was would not cross the septum, so it was removed and exchanged for vxf sheath again, and the vxf sheath was used to dilate the septum. The vxf sheath was removed and exchanged for the was. The tee machine froze, and the physician was could only rely on fluoroscopy to advance the was into the left atrium (la). After some time had passed, the was advanced into the la, and a pigtail catheter was also introduced using only fluoroscopy. Tee was now available, and the tee physician then noted the pigtail catheter was in a pulmonary vein, so it was repositioned into the laa. A contrast injection was performed, and no abnormalities were visualized. A 24mm watchman flx pro closure device and delivery system (wds) was positioned at the laa then subsequently deployed once. Tug test performed. Final tee measurements were obtained, with compression measurements being between 20-27.7 percent. While obtaining the tee measurements, the anesthesiologist mentioned hypotension was present. An effusion sweep was performed, and a pe was visualized on tee and the location is not known, yet there was no extravasation of contrast seen around the deployed wds or the laa. The closure device met release criteria, so it was released and implanted. The was removed from the la and from the patient. Cardiac tamponade was noted. An additional femoral venous access was obtained. A pericardial window was performed, and a chest tube was placed to alleviate the pe. The procedure was concluded, and the patient is expected to fully recover. It was further reported the activated clotting time (act) during the procedure remained therapeutic. The patient was admitted to the intensive care unit (ICU) post index procedure with the chest tube. It was added the patient developed clots for an unknown reason and may have been inside the pericardial space. The patient required open heart surgery to remove clots. The patient has been discharged.

Event description:
It was reported that pericardial effusion (pe) and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was no pe noted prior to the procedure. Venous access was obtained, and it was noted the patient had an aneurysmal septum. Transseptal puncture (tsp) was performed using versacross fixed (vxf) transseptal access system, and the vxf radiofrequency (rf) wire was advanced into the left atrium first, then the vxf sheath following. The vxf sheath was exchanged for a watchman trusteer access system (was). The was would not cross the septum, so it was removed and exchanged for vxf sheath again, and the vxf sheath was used to dilate the septum. The vxf sheath was removed and exchanged for the was. The tee machine froze, and the physician was could only rely on fluoroscopy to advance the was into the left atrium (la). After some time had passed, the was was advanced into the la, and a pigtail catheter was also introduced using only fluoroscopy. Tee was now available, and the tee physician then noted the pigtail catheter was in a pulmonary vein, so it was repositioned into the laa. A contrast injection was performed, and no abnormalities were visualized. A 24mm watchman flx pro closure device and delivery system (wds) was positioned at the laa then subsequently deployed once. Tug test performed. Final tee measurements were obtained, with compression measurements being between 20-27.7 percent. While obtaining the tee measurements, the anesthesiologist mentioned hypotension was present. An effusion sweep was performed, and a pe was visualized on tee and the location is not known, yet there was no extravasation of contrast seen around the deployed wds or the laa. The closure device met release criteria, so it was released and implanted. The was removed from the la and from the patient. Cardiac tamponade was noted. An additional femoral venous access was obtained. A pericardial window was performed, and a chest tube was placed to alleviate the pe. The procedure was concluded, and the patient is expected to fully recover.